Event description:
Pericardial effusion with cardiac tamponade during ablation around right superior pulmonary vein. Medical intervention administered was perocardiocentesis to prevent permanent impairment/damage to body structure or body function. Extended hospital stay was required. It was reported that the event was procedure related and the prognosis of the patient is excellent.

Manufacturer narrative:
This complaint was part of a study, which initially was thought of as a clinical trial. The event occurred in 2006 and was not entered as a complaint until 6 mos later, at which point it was determined a reportable complaint. The section on precautions in the instruction for use states "when using the biosense webster navistar thermocool diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."